Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator had multiple resets. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.